Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 on the main was not detected on bus. A field service engineer (fse) logged into admin, disconnected and reconnected the row board cable from the drawer controller board for drawer 4.1 after confirming all pockets were greyed out in diagnostics, powered the station back on, and confirmed that the drawer passed the diagnostic test and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hd_mspsurg drawers had failed. The customer reported that main drawer 6.1 was not detected on the bus and that auxiliary 2 drawer 4 had failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.